Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold implant and a obtryx implant were implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep; vaginal pain; pelvic pain; pain inter. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: panadol for the treatment of: pain. Treatment duration: ongoing when needed. The patient was treated with other medication (please specify): ovestin for the treatment of: hormonal. Treatment duration: 2 months. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness irritation inside vagina. Treatment duration: 2 months.